Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure performed to treat atrial fibrillation, a farawave 35 mm - us catheter was selected for use. During catheter insertion into the patient, it was observed that the luer lock end of the irrigation port on the catheter broke off. No further information was provided. It's unknown if the device will return for laboratory analysis.